Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number was not provided. Concomitant med products and therapy dates: battery device, attachment devices, (B)(6) 2021 device history record review: a device history record review was performed which indicated that there was a non-conformance unrelated to the reported malfunction. All the issues identified were resolved prior to product release. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of moving parts of the trigger not moving smoothly identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery handpiece/modular device was visually inspected, and it failed visual inspection. It was further observed that the device was received in optically used condition. It was determined that the device failed testing for leakage, air was leaking from the front plate and attachment coupling, the housing showed some signs of wear and deformation and the trigger was not running smoothly. It was further determined that the device failed pretest for leakage test using bubble emission technique, check for sticky triggers and check roundness of housing. It was noted in the service order that before surgery for femur tumors, when the motor device was arranged, it was discovered that the device did not work although the battery device was fully charged. It was further reported that the battery was exchanged with another battery and the drilling/reaming was attempted in the surgery, but it did not work. So, other power tool in the hospital was used in the surgery and the surgery was completed successfully without surgical delay. It was reported that after the surgery, the handpiece worked when the inside of the connecting part for the attachment devices were turned. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.